Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. During pre-decontamination, the returned device was visually inspected. The returned esheath was expanded as designed with the expected ¿notch¿ where the material splits open along the score line. The distal tip was observed to be intact and no abnormalities were observed on the esheath or on the introducer. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a complaint or a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the tavr procedure, the esheath was inserted smoothly without issue. The commander delivery system and a 26mm sapien 3 valve were positioned and the valve was deployed. The valve deployment went well. Following valve deployment, the delivery system was withdrawn. It was then reinserted to post dilate the valve. Upon removal of the esheath, the distal tip (the ¿blue area¿) of the sheath was ¿gone.¿ a runoff was performed with contrast but nothing was observed. At the time of this report, the patient was doing fine and was transferred in stable condition. No further actions were taken. The access vessel minimum luminal diameter (mld) measured 8mm, with mild calcification and mild tortuosity reported.